Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot ppbdpbq0, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient loss more than 250 cc blood? No. What is the current condition of the patient? Unknown. Please clarify:"needle left in pte. Was able to remove the needle completely. Yes. Was the needle removed from patient? Yes. How many products of the total quantity were actually involved for reported issue? Unknown. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2020 and suture was used. During the procedure, while suturing the vaginal wall, the needle was not visible on other side due to blood loss. Retrieved wire and needle by gently pulling the wire (by hand, needle-holder has not touched wire) and obtained only the wire without resistance. The needle left in the patient but it was removed completely. A new suture was taken from the box. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to FDA: 04/07/2020. Corrected h6 patient codes: 2199.